Event description:
During product evaluation by a baxter service technician, a refurbished automix 3x3 compounder was found to have one inoperative 10 foot .25 umbilical cable assembly. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event. The cause was determined to be damage to umbilical cable. To correct the condition, the umbilical cable was replaced. If any additional information is received, a follow up MDR will be sent. This device is 510(k) exempt - (B)(4). The device's additional 510k number is k955622.